Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced an infection that was treated with antibiotics, was instructed by the nurses that he can self-catharized without first deactivating the device, and device migration when he voids. The patient was told that sometimes you need to use two hands to void with his artificial urinary sphincter (aus). His aus remains implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Correction to f10: updated coding. H3 other text : device remains implanted.

Event description:
It was reported that the patient experienced an infection that was treated with antibiotics, was instructed by the nurses that he can self-catharized without first deactivating the device, and device migration when he voids. The patient was told that sometimes you need to use two hands to void with his artificial urinary sphincter (aus). His aus remains implanted. Should additional information be received a supplemental report will be submitted.